Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device could not appropriately making mode switch happen in case of atrial fibrillation. The device was reprogrammed from dddd mode to vvir, and reprogrammed back to dddd mode once patient was out of atrial fibrillation. The device was explanted and replaced. No patient complications have been reported as a result of this event.